Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the nose bleed that was reported in this complaint. The medical advisor categorized this reportable event as malfunction. Comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.5, lab: 0.4, mean: 1.45, confidence limits: (1.1- 1.9), result: fail. Reported results are outside of determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. No product associated with the complaint is expected fro return. In-house therapeutic donor testing with retain strips was performed with reported lot number 284732. Test results as follows: donor: 1, 2, inratio results: (2.0, 2.1, 2.4), (2.9, 2.7, 3.1), reference: 2.10, 2.88, bias threshold: (1.10- 3.10), (1.88- 3.88), %cv: 9.61, 6.90. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Root cause could not be determined from the information provided by customer. (B)(4). This issue and lot number will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 2.5 (finger-stick), lab inr: 0.4 (venous). Time between draws was about one hour. Patient's therapeutic range is 2-3. Patient had a nose bleed. Patient was advised by physician to stop taking warfarin on (B)(6) 2012. Patient has not resumed warfarin therapy. Patient's medication: glipizide 10mg/2x a day, allopurinol 100mg/2x a day; warfarin (adjusts according to inr results): 5mg/3x a week or 3mg/4x a week; aspirin 81mg/day; vitamin b12 500mg/day, vitamin d units/day, garlic 1000mg/day, fish oil 1200mg/2x a day.